Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose (bg) was above 500 mg/dl. Manual insulin injections were used to address elevated bg. Reportedly, the customer changed supplies and resumed insulin delivery.